Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch pacing (lbbp) lead was damaged due to repeated lead repositioning attempts. The lbbp lead was not used and replaced. The patient was in stable condition.